Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial lead presented with a high and out of range pacing impedance. The most recent measurement was in range and was noted to be stable since then. There were no patient consequences and the patient would continue to be monitored.